Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Customer initially called to inquire about why blue light flashes on meter. Customer was advised of the meaning of the blue light. Customer was educated on proper storage of strips, not using alcohol pads and regarding how to perform proper back to back test. Customer, who is (B)(6) years old, stated that on (B)(6) 2019 she had been hospitalized due to hypoglycemia. Customer stated her husband had found her on the floor unconscious and she had been brought by ambulance to the hospital. Customer¿s blood glucose test result when being transported to the hospital was 50 mg/dl fasting. Customer was diagnosed with hypoglycemia and was given fluids to bring her glucose to a normal level. Customer stated she takes insulin and had probably forgotten to eat food during the day. Customer stated her last glucose test had been around 2 pm and result obtained was 118 mg/dl fasting (customer went to hospital at 5 pm). Customer stated she was using a different vial of strips with the same lot number. Customer was discharged from the hospital on (B)(6) 2019. No changes were made to the customer¿s medical regimen. At the time of the call the customer felt well and did not report any symptoms. Customer had no further concerns with the meter and was satisfied with the information provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturing for evaluation corrected from "yes" to "no".